Event description:
It was reported that the patient experienced high blood glucose while using the ilet with a dexcom g7 sensor, with continuous glucose monitor readings substantially higher than capillary fingerstick values; the user performed multiple supply changes, entered a fingerstick value into the ilet, and was advised to replace the cgm sensor and contact the cgm manufacturer for a replacement. Symptoms included hyperglycemia. Outcomes included no injury and no medical intervention beyond user troubleshooting and sensor replacement guidance.

Manufacturer narrative:
Investigation included customer interview and device use troubleshooting. Investigation of this case revealed discrepant cgm readings exceeding acceptable variance and subsequent correction by manual entry and recommended sensor replacement, with no ilet malfunction confirmed. It was concluded that the hyperglycemia cause was unclear and that cgm sensor inaccuracy contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.